Manufacturer narrative:
A field service engineer (fse) was dispatched to the site and confirmed the reported issue. Evaluation of the data acquisition (da) printed circuit board assembly (pcba) unit and fan cycling identified significant leakage in conjunction with error 110b-check vent: proximal pressure sensor auto zero failed. The da pcba was replaced, after which the device successfully passed all required performance verification tests in accordance with philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the customer regarding a philips respironics v60 ventilator, indicating that the device displayed error code 110b, ¿check vent: proximal pressure sensor auto zero failed.¿ it was confirmed that there was no patient involvement at the time the issue was identified, as the device was out of clinical use during a routine inspection. The customer, a biomedical engineer, identified the alarm during a daily inspection and confirmed the issue upon review of the event log. The device was further evaluated with the assistance of a remote service engineer (rse), who confirmed the reported problem. The error code indicates a malfunction associated with the data acquisition (da) printed circuit board assembly (pcba). The customer reported that the device should not be used due to the identified fault condition. The device was operating on software version 2.10 at the time of the event. Diagnostic evaluation confirming the presence of the error and associated auto-zero fault alarm. Based on troubleshooting, it was recommended to replace the zero solenoid and, if the issue persists, proceed with replacement of the da pcba. The necessary parts have been requested. The investigation is ongoing.